Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No scrolling numbers display anomaly noted during testing. Analysis was unable to verify motor error alarm and compromised force sensor system alarm due to no button response. The motor passed motor test. The insulin pump had scratched display window, cracked display window corner and damaged case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm and compromised force sensor system alarm. The customer also reported that the numbers were ramping. The customer's blood glucose was 180 mg/dl at the time of incident. The customer's blood glucose was over 300 mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.